Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, charged coupled device lens scratched, distal end cracked, bending section rubber cracked, bending tube shorten, connecting tube insulation near threshold value, connecting tube had scratch pocket-pouch, up/down and right/left angulation less or specified value, up/down and right/left angulation play, water removal failed, air function specify air flow (ml/min) failed, and water function specify water flow (ml/min) failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the evis exera iii gastrointestinal videoscope had weak or ineffective air/water flow during reprocessing. Upon inspection and testing of the customer returned device, foreign material was found stuck inside the nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to foreign matter originating from peripheral equipment, body fluids, solid matter of substances used, and the like. Also, the possibility that the previous reprocess was inappropriate cannot be denied. The event can be detected/prevented by following the instructions for use which state the following: 1) " inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system, air feeding function, and objective lens cleaning function." 2) " warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." 3) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure." 4) "manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." 5) "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.